Event description:
In (B)(6) 2013, a mitral valve replacement procedure was performed with this tissue valve. The patient had done well until recently when she became symptomatic of mitral insufficiency. Echocardiography confirmed the valve had developed severe regurgitation. Reoperation was performed and upon explant and examination, the valve had developed a commissural leaflet tear. The valve was replaced with a 29 mm sjm masters series mechanical valve. Patient was reported to be recovering in satisfactory condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation concluded a tear in cusp 1, fibrous thickening of cusp 1, a thin layer of fibrin on the inflow and outflow surfaces of each cusp, and fibrin and histiocytes disrupting the tissue of each cusp. There was no evidence of acute inflammation or significant calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tear and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.